Event description:
A home pt (hp) contacted baxter technical service regarding a system error 2201 that occurred during therapy, while using a homechoice system (hc). Hp got system error last night, restarted therapy with same setup s/e repeated. Hp will retry tonite and call back if alarm repeats. There was no pt injury or medical intervention reported at the time of the incident.